Manufacturer narrative:
(B)(6). The device was manufactured between: 16sep2016 and 19sep2016. As the sample was not returned a device analysis cannot be completed. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A patient experienced an overinfusion while connected to a large volume infusor. The device was filled with 1500mg of vancomycin diluted with 240ml of 0.9% sodium chloride. The solution was completely infused after approximately 14 - 18 hours. Five days after the event occurrence, the patient was ¿re-admitted¿ to the hospital for estimated glomerular filtration rate, high creatinine levels, and high vancomycin levels. The cause of the over-infusion, treatment for the event, and the patient¿s outcome were not reported. No additional information is available.